Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was not feeling stim. Patient reported urinary symptoms have not improved. Patient reported that the therapy only worked for about a month. The patient had access to the patient programmer and it showed stim was off. Patient called back, and stated ins was off. Patient was advised to consider increasing amplitude, and patient reported feeling stim in the bike area. Patient reported that she would see if symptoms reduced, now that ins was on. No further symptoms or complications reported or anticipated. On (B)(6) 2018, (B)(4) (con): additional information received from the patient. Patient called back and repeated what was reported previously, symptoms have not improved. Patient went to see healthcare professional (hcp) and said that botox was suggested however was told that they would need to turn ins off. It was reviewed on/off icon with patient. Patient would call back later for actual instructions when they decided to turn stim off. On (B)(6) 2018 patltr (con): it was reported that the circumstances that led to patient's device/stim being off was that patient's device was not working properly. Patient stated that botox were not used, patient was only think about it.